Event description:
The telescope was returned to olympus with the eyepiece cover glass, objective lens and internal lens damaged. There is no indication that the reported defects occurred during a procedure and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus medical systems corporation (omsc) in japan (returned to omsc on 2022-12-05). The evaluation/investigation at omsc confirmed the reported defects and traced them back to excessive use and force. Thus, the reported incident was attributed to use error. Furthermore, a manufacturing and quality control review was performed for the affected serial number of the telescope without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.